Event description:
Pt was implanted with a 3mm x 16mm stent in the "mid lad" at 10:00 pm. After pt received implant, pt was told the device contained metal, which pt claims they have an allergy to. Pt stated they would have not had an implant if they were aware device contained metal. One day later, while still hospitalized, pt developed a purple blorchy and "blood red" rash, with itching over entire body, except for palms of hands and soles of feet. Pt was told this was most likely a reaction to medications or dyes. Pt was treated with steroids and benadryl and discharged several days later. Pt complains of "pain in heart", level 2 on a pain scale, that is present "most of the time". Since the implant, pt has been experiencing rashes, that come & go affecting different areas of the body. Since implant pt states they have developed symptoms they never had prior such as joint pain and breathing difficulties. They complain of "general ill feeling" as if "their body is rejecting something". Pt stated they spoke to a person at boston scientific (1-800-832-7822) and was told that the company only speaks to physicians. They were referred to the company's website, which pt. Claimed was not helpful.